Manufacturer narrative:
The reported events were dislodgement, failure to capture, r-wave amplitude, and over sensing. As received, a complete lead was returned for analysis. Visual examination of the lead found the helix extended and clogged with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be retracted and extended. The full helix extension length was measured within specification. The reported events of failure to capture, r-wave amplitude, and over sensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
Additional information received indicated the patient presented for a follow-up in clinic. It was noted that the right atrial (ra) lead was not capturing, had device sensing issues in the form of p-wave amplitude variation, and was over-sensing far r-waves. A chest x-ray confirmed the ra lead was dislodged. The patient was asymptomatic. The ra lead was explanted and replaced. The patient was stable throughout the procedure.

Event description:
It was reported that the patient's lead exhibited an unknown sensing issue. No interventions were performed. The patient status was unknown.